Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during the rotator cuff arthroscopy procedure, the specialist was passing a suture through the properly mounted first-pass. At the moment of passing the point, the clamp of the needle and suture capture failed and fractured in its upper part. All the broken pieces that were inside the patient were removed and a s+n back up product was used to finish the procedure. Non-significant delay was reported, and no other complications were reported. Patient's health condition is stable.

Manufacturer narrative:
B5 was updated.

Event description:
It was reported that during the rotator cuff arthroscopy procedure, the specialist was passing a suture through the properly mounted first-pass. At the moment of passing the point, the clamp of the needle and suture capture failed and fractured in its upper part. All the broken pieces that were inside the patient were removed using a grasper clamp and a s+n back up product was used to finish the procedure. Non-significant delay was reported, and no other complications were reported. Patient's health condition is stable.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states per case details, all the pieces were retrieved from the patient. The procedure was completed with a less than or equal to 30 minutes delay, using a s+n back-up device. No further complications were reported. Further patient impact beyond that which has already been reported cannot be determined. No further medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include:1) excessive force. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.